Manufacturer narrative:
The field service representative (fsr) was not able to duplicate the reported issue. The level sensor passed all testing. A data log review was completed, and no issues were found. It was found upon the fsr revisiting the user facility that the gel being used for the level sensors had expired in may of 2024 and was likely causing the level sensors to have a loose connection. The unit operated to the manufacturer's specifications.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the level alarm started alarming. As mitigation, the team applied gel, and the issue resolved. There were no adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.